Event description:
Report received from the USA stating that the device has an air leak. The device was being used during surgery. There was no injury or med intervention reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).